Event description:
The rep returned the unit for testing. It is unk if pts were affected.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period 08/15/2010 through 08/15/2012. The pulsar generator was returned. Also, received in a padded travel container was the footswitch accessories. Received non OEM power cord, one tna handpiece and two split type pt pads. The unit was in fair condition with minor splotches on upper case lid surface. There were 2 forward stand-offs supporting the dc power supply that were broken. Also 2 of 6 connections to ultravolt high voltage power supply were found completely disengaged, affecting peak cut function of unit. After refitting loose connectors, the unit delivered rf energy correctly into fixed resistors. During testing, f9 fault (power supply underwent) during open circuit coag 1-4 was found. The u14 component on the dc power supply pcba was not prescreened and will be replaced. The f9 fault is explained by unqualified u14 component. There was no problem found with the pt return detector (e9 errors) so appears that user(s) frequently pressed coag button w/o pt returned electrode connected. This unit was repaired and had applicable software and hardware upgrades and was recertified for use.